Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the bending angle was out of specification, the light guide lens was cracked, the plastic distal end cover was dented, and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred while preparing the subject device, prior to a colonoscopy. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code (e315) was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.